Manufacturer narrative:
(B)(4). D10: arcom 32 mm rngloc lnr hwall 23, item: 11-105923, lot: 251520. G2: foreign: australia. H6: proposed component code: mechanical (g04): head. The product was requested but was not returned by the hospital; therefore, it will not be sent to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision due to unknown reasons. During the procedure, it was noted that the head and liner were revised. Due diligence is in progress for this complaint; to date no additional information or product has been received.